Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that 25,270 2 ml with 25x1¿ contained foreign matter, had a damaged or open unit package, and had scale marking issues. The following information was provided by the initial reporter: "syringes received with foreign practical, hair, blister leakage, marking defects. Out of (B)(4) units supplied (B)(4) is rejected".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-16. H6: investigation summary: the samples were received by bd for evaluation. A quality engineer was able to review the returned (21) discardit 2ml with 25x1 from lot # 0157833 product # 301866 with the reported issue of ¿material has been rejected with many reasons. 1) black spot 2) foreign particle 3) marking defect 4) blister leakage 6) damaged syringe 7) hair found in the pack 8) double needle, no needle.¿ DHR reviewed found no non-conformities. Twenty one samples have been received by bd for investigation. The samples were tested for defects for investigation of the complaints. Based on the investigation done on the received samples by the investigation team, the defects are visible. The defects are confirmed. The multiple defects happened due to multiple issues that occurred at different occasion during production of this lot. The root cause of each of the defects identified on the samples are explained below separately and the corrective actions for each of the root cause explained below. These are the corrections taken on each of the issues that eliminates the following defects: 1 and 2. Black spot & foreign particle: rca- this defect occurs due to syringe getting rubbed with each other when syringes are put in hopper and it is overfilled. Action plan to prevent this defect from reoccurring 1. Identified and marked the level to set the hopper on a point that operator should not overfill the syringes. 2. Implemented cleaning process of brush used in syringe loaders 3. Introduction of pm schedule for syringe loader, I) include the cleaning of sliding part(s) of the loader, ii) cleaning of the product holding fingers of the loaders. 3. Critical rejects : a. Damaged blister and blister leakage, rca- blister leakage could be due to chain slits not able to hold poly during movement. Action plan- re-aligned the chain slit parts to enable it to hold the poly in place during movement. 1 and 2. Black spot & foreign particle: rca- this defect occurs due to syringe getting rubbed with each other when syringes are put in hopper and it is overfilled. Action plan to prevent this defect from reoccurring 1. Identified and marked the level to set the hopper on a point that operator should not overfill the syringes. 2. Implemented cleaning process of brush used in syringe loaders 3. Introduction of pm schedule for syringe loader: I) include the cleaning of sliding part(s) of the loader, ii) cleaning of the product holding fingers of the loaders. 3. Critical rejects : a. Damaged blister and blister leakage rca- blister leakage could be due to chain slits not able to hold poly during movement. Action plan- re-aligned the chain slit parts to enable it to hold the poly in place during movement. B. Two needle in one pack: rca- needle jumps in to sealing zone causing damaged component and vision camera malfunctioning cannot detect two needles in one pack action plan- frequency of challenge test of the vision camera to be revised from pm (weekly) to daily. C. No needle in the pack: rca- needle jumps in to sealing zone causing damaged component and vision camera malfunctioning cannot detect missing needles action plan- frequency of challenge test of the vision camera to be revised from pm (weekly) to daily. D. Marking defect: rca- this defect is caused due to mis-alignment on stamping station that can happen during machine movement. Action plan-while inspecting the stamping station mis-alignment was observed in the top and bottom part of the stamping station. The alignment done and added the checking of stamping station alignment frequency on pm checklist. E. Hair in pack: rca- hair found in pack is due to floor cleaning not adequate and due to static charge hair get packed cavity. Action plan- cleaning team trained to clean floor using vacuum and foreign material like hair are removed. 4. White particles: rca- the white particles are found to be created due to friction while transferring the molded component to assembly through the air conveyor. Action plan-install meech ionizing and vacuum cleaning device to remove the white foreign particle. Target date- 30/dec/2020. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this tim.

Event description:
It was reported that 25,270 2 ml with 25x1¿ contained foreign matter, had a damaged or open unit package, and had scale marking issues. The following information was provided by the initial reporter: "syringes received with foreign practical, hair, blister leakage, marking defects. Out of 897000 units supplied 25570 is rejected."